Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of non-delivery. The device passed all testing including delivery accuracy. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of a nondelivery. The pump was programmed to deliver 500 ml of an unspecified hydration fluid at a rate of 999 ml/hr. The nurse noted approximately "15 minutes to a half hour" later that there was more fluid in the solution bag than expected. The remaining amount was not specified. The device was removed from clinical service. Therapy was resumed using a replacement device. The patient was reportedly kept in the recovery area "a little longer" than was customary, to receive the fluid bolus before returning to the nursing unit. There was no reported adverse patient sequela. Though requested, no additional information was provided.